Event description:
A pump alarm was reported by the customer, who indicated that the issue did not adversely impact their blood glucose levels. During the time of the event, the pump was actively pumping, and it was noted that similar alarms had been previously reported for this pump. As a corrective measure, tandem technical support arranged for a replacement pump since it was still under warranty. The customer confirmed understanding how to place the pump in storage mode and agreed to return the faulty pump using a prepaid label within ten days. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery continuity.